Event description:
A site representative reported that, while in a spine procedure, the navigation system became unresponsive. An o-arm was being used and the ap and lateral had already been taken. Prior to taking the 3d spin, the navigation system unexpectedly began shutting down. The surgeon opted to continue the procedure using a different stealth system and completed the procedure with the use of the navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(6) 2013. Medtronic representative performed a navigation system check-out, tested the system exceeding two hours and the system and instruments functioned normally. Prior to the testing, the system had been turned on for a minimum of 12 hours. No fault identified.